Event description:
It was reported that during inspection, a ht70 plus ventilator oxygen (o2) sensor failed calibration. There was no patient involvement at the time of the reported event. A service engineer (se) replaced the o2 sensor to resolve the issue. The unit passed all testing and operated within the manufacturing specifications.